Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The device returned loaded in a non-medtronic catheter. Resistance was encountered when removing it. There was a detachment on the transition shaft 118cm distal to the strain relief, exposing the core wire. A tear was also evident on the transition shaft at the distal side of the detachment. The core wire was kinked. The remainder of the transition shaft was crushed on the distal side of the detachment. The balloon folds were expanded, blood was visible in the balloon. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood/contrast in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was used to treat a non-calcified lesion with 70% stenosis in the proximal left anterior descending (lad) artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that after the stent was implanted the balloon could not enter the non-medtronic guide catheter and all devices had to be removed together. The stent was sufficiently expanded prior to attempting removal of the balloon. It was also stated that sufficient time was given to allow the balloon to fully deflate prior to attempting removal. No stent deformation was noted due to the difficulties experienced when removing the balloon. No resistance was noted as the device was retracted over the non-medtronic guidewire. It was reported that the issue was that the balloon was unable to enter the non-medtronic guide catheter during removal. No patient injury reported.